Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a group of preadmit patient records displayed discharge dates that were earlier than their admission dates. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a group of preadmit patient records displayed discharge dates that were earlier than their admission dates. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Upon investigation of the actual device of this incident, it was determined that the group of preadmit patients had a discharge date earlier than their admission date. A technical support specialist (tss) advised documented patient details in ephi and escalated the issue to the interface team. Updated the case with carefusion coordination engine (cce) server details and assigned it to the interface queue. Integration engineer(ie) noted that message retention in cce was only two weeks, and the provided sample exceeded this period. Tss contacted the customer for additional samples; the user confirmed the affected pre-admitted patient had no discharge date, but es server showed discharged status. A patient cast query revealed no discharge message, only pre-admit messages. Tss consulted integration engineer (ie) advised checking auto-discharge settings. Auto-discharge was not enabled on es server. Ie suggested advising the customer to check with their interface team. Issue remained unresolved, so tss was engaged. Tss accessed and confirmed the issue. It was possible the patient was auto discharged due to facility/device settings. Facility preadmission inactivity was set to 24 hours. Tss confirmed that no confirmation of admit messages or activity within 24 hours, as data was purged. Some areas had 8-hour auto-discharge settings, but this could not be confirmed. Since patient details were purged, further confirmation was not possible. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a group of preadmit patient records displayed discharge dates that were earlier than their admission dates. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.